Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: linear 3-4 upn: m365sc2352700, model: sc-2352-70 serial: (B)(6), batch: 7079338.

Event description:
It was reported that the patient experienced muscle cramping sensations, intense back and leg pain, and was unable to walk due to the pain. The patient was admitted to the hospital where magnetic resonance imaging displayed an infection in the epidural space. The patient was administered antibiotics and underwent an explant procedure where two leads were removed. The patient was recovering postoperatively. The devices will not be returned as they were discarded by the facility.